Manufacturer narrative:
Continuation of d10: product ID: 9735560 (lot number: 0229412896); h3, h6: the catheter, lot number: 0229412896, was returned to the manufacturer for analysis. The returned catheter was bent in three places which may have happened during return shipment. There was no other damage observed. Codes b01, c07 and d07 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that while ablating, the site noticed an artifact suspecting that it was an interaction with either blood or air. They then saw a change in brain tissue on the tmap sequence. The surgeon stopped the ablation and saline was turned off. They ran a t2 scan to evaluate the area. That showed an area of fluid collection. They disconnected the saline from that catheter. After ablations completed the surgeon aspirated the area of saline collection in the brain. After the catheter was removed, the manufacturing representative (rep) tested the catheter for a leak, however, she was unable to find an area where any saline could have leaked. Per surgeon, the amount of fluid collection was mild, and he specifically mentioned that there was no patient harm. The surgeon also mentioned that the surgery was a success. The delay was approximately 35 min delay.